Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user request was rejected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy prescription (rx) verify was not working. A technical support specialist logged into the myqlink database and saw that the rx verify was in a rejected status and informed the facility that the technical support specialist was not authorized to change the status from rejected to approved and that the pharmacy would need to complete this step and then initiated a conference call with the pharmacy and was able to walk the pharmacist through the process of updating the rx verify status from rejected to approved and customer initially attempted to make the change from the facility in the database myqlink, but clarified that the update had to be completed from the pharmacy database. Once directed correctly, the pharmacy was able to successfully approve the rx verify, and the facility proceeded to issue medications to the patient as normal. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.